Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that patient presented to the hospital with complaints of chest pain. Remote monitoring report showed the implantable pulse generator (ipg) had reached end of life (eol). The ipg was removed and replaced. No patient complications have been reported as a result of this event.